Event description:
It was reported that, "when we went to implant the bone screws manually, the surgeon was having difficulty getting the screws to make bone purchase. The surgeon opened another screw were open sterile. Post op x-ray did not reveal any obstruction in the way of implanting the screw."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as it was discarded. If additional information becomes available then it will be submitted in a supplemental report. Lot# mkrvtt, ste. Lot# mshkr18a, manufacturer date: 11/18/2011. Exp date: 11/17/2016.